Manufacturer narrative:
The d16 was the source of the smoke, but it is not a fire risk. The d16 fails when incorrect power is connected to the device, either through plugging in the wrong power supply (clinitek status uses a common barrel connector) or using 3.5v rechargeable batteries (device specifies using common 1.5v aa batteries). The customer has received a new instrument and is operational.

Event description:
The customer reported that the clinitek status+ started smoking while the lab tech was running a test. The instrument was immediately unplugged and taken out of service. No flames were seen. There was no report of injury due to this event.